Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was out of the box failure and the arctic sun device did not draw water. Per review of wo on 03oct2023, there was no patient involvement. Per follow up information received via email on 04oct2023, device would be repaired at crs depot. Once done, paperwork would be uploaded to smx.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed input/output card. During evaluation, it was found that the device was not drawing water. The input/output card was replaced. The device passed the procedure and can be placed back into normal use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was out of the box failure and the arctic sun device did not draw water. Per review of (B)(6) 2023, there was no patient involvement. Per sample evaluation results received on 25oct2023, it was reported that the circulation pump (sn (B)(6)) 131 cable was not plugged in. It was stated that the power circuit card (sn (B)(6)) did not work. The power circuit card (sn(B)(6)) did not work. The input output card defective from (B)(6).

Event description:
It was reported that this was out of the box failure and the arctic sun device did not draw water. Per review of wo on 03oct2023, there was no patient involvement. Per sample evaluation results received on 25oct2023, it was reported that the circulation pump (sn (B)(6) 131 cable was not plugged in. It was stated that the power circuit card (sn (B)(6) did not work. The power circuit card (sn (B)(6) did not work. The input output card defective from dyhqy033.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed input/output card. During evaluation, it was found that the device was not drawing water. The input/output card was replaced. The device passed the procedure and can be placed back into normal use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.